Event description:
As per ANSM No (b)(4).Implant date of 3DMax Mesh: (b)(6) 2024 (device #1).Implant date of 3DMax Light Mesh: (b)(6) 2026 (Date unknown) (device #2).Date of occurrence (3DMax): (b)(6) 2024.Description of the incident: (b)(6) 2024: pain in the genital area, urethra, and psoas muscle spasm.Information obtained by telephone on 21-Jul-2026:First operation for an inguinal hernia on (b)(6) 2024 performed laparoscopically. The mesh (3DMax Mesh) failed on the left side, requiring a second operation (at another hospital) in (b)(6) 2026 using 3DMax Light wide mesh.Patient's current condition: "I cannot drive, I cannot walk for long periods, I cannot sit down, and I intimate relations with my partner are impossible."Actions taken at the healthcare facility to manage the patient's care: noneThis file represents 3DMax Mesh (device #1)

Manufacturer narrative:
As alleged, approximately three months following implantation of the 3DMax Mesh (device #1), the patient experienced pain in the genital region, urethral cord pain, and psoas muscle spasms. Two years post implant the patient underwent a revision surgery due to the alleged failure of the 3DMax Mesh (device #1) and was implanted with a 3DMax Light Mesh (device #2). It is unclear whether the 3DMax Mesh (device #1) was explanted during the revision procedure. Due to European privacy regulations, no additional information can be requested. Based on the information available, no conclusions can be made. The degree to which the 3DMax Mesh implant used to treat the patient, may be causing or contributing to the ongoing symptoms is unknown. Hernia recurrence and pain are listed in the Adverse Reactions section of the Instructions-For-Use supplied with the device as possible complications. Review of manufacturing records was not performed as a lot of number was not provided. This eMDR represents the 3DMax Mesh (Device #1). An additional eMDR was submitted to represent the 3DMax Light (Device #2).Note: Section A through F - The information provided by BD represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.